Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer (sbc) assembly and tgi (table generator interface) pcb were evaluated and replaced. Multiple system pcb assembly connections were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.